Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patients pc displayed the message "replace generator. Generator has reached end of life'. Patient has not been able to connect or pair to ipg for about 3 months. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was explanted and replaced. Reportedly effective therapy was restored.